Event description:
Information was received from a patient regarding an external device to an implantable pump. It was reported that the patient was having "longer lockout times than normal" and it was "taking longer to connect". The patient stated they have to "try 2 or 3 times" and "sometimes it will not work at all." The manufacturer's patient services specialist (pss) reviewed therapy details and lockouts with patient. The patient was able to connect to their pump and deliver a bolus after restarting the handset and toggling airplane mode on and off. The patient will call back if they need further assistance.

Manufacturer narrative:
Continuation of d10: product ID tm90t0, serial# unknown, product type: accessory. Product ID a820, serial# unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.